Event description:
It was reported to bsc that during unpacking when the device was removed from the box, it was noticed the distal tubing of the catheter separated from the proximal tubing so the internal wires were visible. No patient contact.

Manufacturer narrative:
The device was never used. Device evaluation in progress. A follow up report will be submitted when evaluation is complete. (B)(4) - no patient involvement. Evaluation in progress, not yet complete.

Event description:
It was reported to bsc that during unpacking when the device was removed from the box, it was noticed the distal tubing of the catheter separated from the proximal tubing so the internal wires were visible. No patient contact.

Manufacturer narrative:
The reported malfunction was confirmed during visual inspection of the returned device. The distal tubing was separated from the main shaft of the catheter, exposing the inner spring coil. The distal section still remains connected to the main body via the electrode and steering wires. The design also contains a safety wire, so there is no risk of complete detachment if the failure were to recur. Microscopic analysis of the failure shows that there was glue on the drawn down section of the tip that goes in the braided shaft; however, we can not determine at this point if the glue applied to this device was adequate. Review of device history record found that no anomalies or deviations occurred during manufacturing. There were no similar complaints found for this lot number. Review of complaint trends for this product failure mode found the rate to be (B)(4) during (B)(4) time period from (B)(4) 2009 to (B)(4) 2010, suggesting this failure mode does not occur frequently. A potential effect of the failure mode is cardiac structure or blood vessel pinching, fluid ingress, exposure of internal materials, and loss of torque. The potential root cause of the failure mode is excess tensile force. It was reported that the device failure was discovered during removal from box. The failure occurred some time during shipping and handling, after final product release. No information is available on what tensile stress the device may have experienced prior to failure, if any. Our review and analysis of all available information failed to indicate a root cause.